Event description:
When the device was used in a laparoscopic low anterior resection, it would not staple. The case was converted to an open procedure to complete. There were no other patient consequences.